Event description:
The sales branch was informed from the hosp that the power supply turned off automatically and re-operated, but again after awhile the power supply turned off. Checked it at the sales branch but no such phenomemon reproduced. No other info available.